Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20 user's test strip had poor storage (bathroom). Test strip (B)(4).

Event description:
Consumer reported complaint for erratic and low blood glucose results. The customer is concerned with the back to back results of 66 and 137 mg/dl. The expected fasting blood glucose test result range is 110 to 125 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date is approximately two months ago. (B)(6). Customer calling concern with the erratic blood results. Customer states that she run a blood test and got 3 different results. Customer got a 66/109/137 mg/dl fasting and the back to back test were done on different hand. Customer states that she is concern with the 66 mg/dl results because she had never had such a low results before and she was not having any symptoms. Customer normal glucose range is 110-125 mg/dl fasting and she only test 2-3 times a week. Strips are being stored on the bathroom.

Manufacturer narrative:
Internal report # (B)(4). Returned strips evaluated with no defect found. Meter not returned for evaluation. Most likely underlying root cause: mlc-20 user's test strip had poor storage (bathroom) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for erratic and low blood glucose results. The customer is concerned with the back to back results of 66 and 137mg/dl. The expected fasting blood glucose test result range is 110 to 125mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date is approximately two months ago. The meter memory was reviewed for previous test result history. (B)(6). Customer calling concern with the erratic blood results. Customer states that she run a blood test and got 3 different results. Customer got a 66/109/137mg/dl fasting and the back to back test were done on different hand. Customer states that she is concern with the 66mg/dl results because she had never had such a low results before and she was not having any symptoms. Customer normal glucose range is 110-125mg/dl fasting and she only test 2-3 times a week. Strips are being stored on the bathroom.